Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
Follow-up #1 (06/21/2011) - device evaluation: the products involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter, test strips, and control solution were tested and the alleged complaint could not be confirmed. No faults were found with the meter and test strips. However, a secondary issue was observed where the control solution was found to have glucose content above specifications. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control low was not resolved with troubleshooting.